Manufacturer narrative:
The customer provided feedback that the ordered upgrade kit resolve the issue. However, no suspect device or any component has been returned. Due to the lack of material for evaluation, no verification of the allegation can be completed and no definitive root cause of failure can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea have some errors shown on the log menu ifs voltage fault, pneumatic module ftc. The ventilator passed extended self test (est) but not functional as inspiratory pressure (ext high ppeak) is displayed, the user interface module (uim) activates after second or third reboot. The customer confirmed that there is no patient involvement associated with this reported event.